Event description:
It was reported the unit does not turn on. Additional information was subsequently received reporting there was no patient involvement. The condition was found during a maintenance check.

Event description:
It was reported the unit does not turn on. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The main pc (printed circuit) board was out of specification. Both bails were also missing, the lower case and both bail covers were broken, and the lead flex cover was contaminated.